Manufacturer narrative:
Date of event estimated.

Event description:
It was reported, that the patient's lead had migrated. Which was confirmed, via imaging. And as a result, the patient was experiencing ineffective therapy. It was also reported, the patient's system diagnostics recorded high impedances on a lead. Surgical intervention took place, where a replacement was attempted. But, due to patient anatomy of scar tissue (per(B)(6)) the existing system was explanted instead to address the issue.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The report of lead migration was not confirmed. The event details state that lead a migration was confirmed with imagining; however, confirmation of migration by the lab cannot be made with product testing as this issue is commonly caused by some forms of physical activity, which can include trauma, such as falls and accidents. Sudden trauma may cause lead movement, resulting in under-stimulation or overstimulation for the patient. Excessive lead migration may require reoperation to replace the lead/s. The report stated that it was unknown if the patient experienced any trauma prior to the reported event.